Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation as it was discard. An evaluation therefore, could not be performed. The reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The review identified no non-conformance reports (ncr) and no exception reports (ER) that were associated to the production order. The complaint history search revealed no other complaints for this production order number has been received that were associated to the reported complaint. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 15.0 diopter intraocular lens was explanted as the lens was wrong for the patient. There was no patient injury reported. The lens was replaced with the same model, a larger 19.5 diopter lens. There was no incision enlargement; however, sutures were used. No further information was provided.